Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the device exhibited a header cap screw issue. During the unwinding of the set screw, the physician felt the hex wrench could not be fully inserted into the header. The header and atrial lead were explanted and replaced.